Event description:
The reporter contacted animas on (B)(6) 2014 reporting that for the past two weeks when they input the data for e zcarb, the amounts of insulin recommended is about twice as high as their own calculation. The reporter stated that they have been giving about half the recommended dose. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: a review of the black box showed the data from the complaint had been overwritten due to continuous use of the pump. The pump correctly calculated the bolus amount after an insulin carb ratio was inputted in the pump. The complaint could not be duplicated due to the pump information from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.